Event description:
44 year old female has had silicone gel breast implants in place since 1976. She recently had a mammogram which confirmed a ruptured right breast implant. The MFR of the implants is not known as the time frame does not allow preservation of the original medical records. Gross exam: both implants are ruptured and exude material. Both capsules microscopically show fibrosis, foamy macrophages, chronic inflammation and calcification.